Event description:
Pt had breast implants placed in 1979 for cosmetic reasons. Pt has noticed in the last several yrs that the rt implant looked smaller. Breasts have become hard and firm and uncomfortable on a daily basis. Lt implant removed intact. Rt implant removed deflated.